Event description:
The customer reported that their central nurse's station (cns) is stopped working after a generator test. When replacing the cns with a consignment unit, they also noticed the time was off by 10 minutes on the 6th floor, dept cmr. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer at (B)(6) health center reported the following issue with pu-621ra; sn-(B)(6) , from patient monitoring: cns is stopped working after a generator test. When replacing the cns with a consignment unit, they also noticed the time was off by 10 minutes on the 6th floor, dept cmr. Investigation summary: the root cause of the cns shutdown was found to be due to a generator test performed by the user facility. The possible causes of time sync issues experienced by cnss are a disconnect between the cns and the emr possibly due to the generator test. The overall risk of the cns shut down issue, taking into consideration of severity and probability, is "medium" and the time discrepancy issue is "low". The cns shut down issue does not require further investigation through CAPA process since the issue was user triggered and not intended to have been caused due to nk device malfunction.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is stopped working after a generator test. When replacing the cns with a consignment unit, they also noticed the time was off by 10 minutes on the 6th floor, dept cmr. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is stopped working after a generator test. When replacing the cns with a consignment unit, they also noticed the time was off by 10 minutes on the 6th floor, dept cmr. No harm or injury was reported.